Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.